Event description:
It was reported, the customer received a motor error alarm during a bolus delivery. It was also found a no delivery alarm occurred prior to the motor error alarm. Customer's blood glucose was 260 mg/dl. Customer also stated their blood glucose was high because they were not eating their normal diet. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.